Manufacturer narrative:
(B)(6). This device manufactured november 14, 2017 - november 15, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual examination of the provided photograph could not verify the reported issue. A functional flow test must be performed on the actual device in order to verify the flow rate accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during patient infusion. The infusor was filled with flucloxacillin, and ¿was still full at the end of the infusion¿. There was no patient injury or medical intervention associated with this event. No additional information is available.